Event description:
A caller reported receiving a minimum fill notification. There was no reported impact on the customer's blood glucose level. Technical support guided the caller through several troubleshooting steps, including reloading the original cartridge and loading a new one, but these attempts did not resolve the issue. Consequently, the case was escalated to management, and the caller was advised to use an alternate method for insulin therapy.